Event description:
Prior to surgery, with the pt intubated and anesthetised and being positioned for an x-ray, the table was articulated into side tilt. The tilt was toward the previously broken protective override control cover. This articulation caused the cover to depress the leg section override switch, causing an inadvertent downward movement of the table leg section. The pt was supported by o.r. Personnel. No injury to pt or staff.